Event description:
Broken air in line sensor, ail sensor assy- damaged/cracked, there was no patient involvement. 02/06/2018 13:52:10 (B)(6). Prw - po = $0. (B)(6). Shipping & billing addresses confirmed. 02/19/2018 13:43:41 (B)(6). Billable repairs needed per myrna cruz, service tech. Repair declined by (B)(6). A copy of the estimate / customer response has been attached to this notification for reference. Please perform the recall update only per the customer's request. 02/19/2018 13:44:34 (B)(6). Correction: please return the unit back un-repaired per the customer's request. 02/21/2018 10:20:18 (B)(6). (B)(4).

Manufacturer narrative:
The customer did not authorize or did not respond to any repair request from service to the device. This reported event and any subsequent repairs have been investigated through the normal service repair. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. The device was returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).